Event description:
It was reported that during a lithotripsy procedure, 3 fibers broke off. Also, the service performed stated that the debris shield was blown hence the 3 fibers failing. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.